Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that a balloon rupture occured. The target lesion was located in forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon. During procedure, it was noted that the balloon ruptured at 8atm at second dilation in 10 seconds. The procedure was completed with another of the same device. No complications reported.